Event description:
A message was received from the physician's office that the patient was healthy and able to fly with no foreseen problems and was written to inform of the vns placement. Additional relevant clarifying information has not been received to-date.

Manufacturer narrative:
.

Event description:
It was reported that the patient was referred for a prophylactic generator replacement. It was later reported that the referral was cancelled as the patient visited an ent and has larynx damage, and the ent scope showed too many complications for surgery. It was reported that at a consult with a vascular surgeon, the surgeon told the patient that the patient's inflammation in his larynx is due to the vns, and the patient wanted the device turned off. The patient wanted to test the efficacy to see if he still needed the vns therapy. The device was programmed off on (B)(6) 2015. The patient then reported that he has always had voice issues and hoarseness but did not mention whether it was constant or with stimulation. The patient was scheduled to visit with the implanting vns physician for the voice issues and full revision consult. No additional relevant information has been received to-date. No known surgery has occurred to-date.

Event description:
Information was received from the physician (B)(4) 2016 providing that the inflammation was not caused by vns. The physician reported the patient developed hoarseness and was found to have a paralyzed vocal cord. However the vns was turned off 3-4 weeks prior with no changes. The vocal cord involved was on the right and the vns is on the left. The physician does not believe the voice alteration was due to stimulation or the presence of the device.